Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, while stapling the stomach, during the first firing using a 45 millimeter reload the surgeon said the firing was quite difficult so he stopped the firing half way through and switched to a 60 millimeter black reload and in this firing the handle was hard to fire still and the handle cracked near the end of the staple line but the staple line was still complete. The surgeon asked for a new handle and reload for the next firing. He said when he fired this reload the handle could squeeze to 60mm however he thought there was a 45 millimeter reload on. The surgeon said that the end of the staple line did not look good so he oversewed it. He said he was confused as to why the handle could progress to 60 millimeter when there was a 45 millimeter reload on and wondered if this would cause the issue at the end of the staple line. In subsequent firings the surgeon thought he had a 60 millimeter reload on but it only fired to 45 millimeter.

Manufacturer narrative:
Concomitant medical products: egiaustnd (brand name: egiaustnd endogia ultra univ std stap, lot number: unknown); sigtrsb60axt (brand name: sigtrsb60axt 60mm xtr thk reinforced rel, lot number: unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.